Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was burnt and had a frayed cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.